Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for lot. No pattern related to irradiation dose or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation device. When hbl employee called to inquire about the patient, the physical therapist reported the physician removed the device because of a pin tract infection but the joint was already straight.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for lot. No pattern related to irradiation dose or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation device. When hbl employee called to inquire about the patient, the physical therapist reported the physician removed the device because of a pin tract infection but the joint was already straight.